Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. (B)(4). Device evaluated by MFR: promus element plus mr ous 3.00 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the stent was carried out and damage noted. Stent strut row 13 from the distal end of the stent was lifted. The undamaged section of the crimped stent od (outer diameter) was measured which is within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the inner and outer lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13-mar-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial and femoral arteries. The 95% stenosed, 3.0x27mm target lesion was located in the moderately tortuous, moderately calcified left circumflex artery. After pre-dilation was performed with a 2.0x12 balloon catheter, a 3.00x32mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.